Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files contained no external power event that was caused by the power to the mobile power unit (mpu) being briefly interrupted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was able to be confirmed. The mobile power unit (mpu) (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review from the heartmate 3 system controller (serial number: (B)(6)). A review of the submitted log files showed events spanning approximately 7 days ((B)(6)2022 ¿ (B)(6)2022 per timestamp). No external power alarms coincident with a loss of ac power were active on (B)(6) 2022 from 21:26:37 ¿ 21:26:40, and from 21:51:49 ¿ 21:51:54, and on (B)(6) 2022 from 06:34:40 ¿ 06:34:49, and on (B)(6) 2022 from 02:26:19 ¿ 02:29:52. The backup battery was able to provide power to the system during the alarms. The backup battery was unable to provide power to the system during the alarms occurring on (B)(6) 2022; however, due to the battery being depleted after providing power to the system during the previous no external power events. The alarm cleared once power was restored. The driveline was reconnected on (B)(6) 2022 at 02:26:22 and was again disconnected at 02:27:43 and was not reconnected for the remainder of the log file. The controller was shut off on (B)(6) 2022 at 02:29:52. There were no other notable alarms active in the log file. Pump operation was not affected while the driveline was connected. Another log file from the heartmate 3 system controller (serial number: (B)(6)) was also submitted for review. A review of the submitted log files showed events spanning approximately 9 days (11apr2022, 01jan2000, 31may2022, 16jun2022, 22jun2022, 30jun2022, 04jul2022 ¿ 06jul2022 per timestamp). Events captured on (B)(6) 2000 took place when the clock was not set; therefore, the exact dates and times of the recorded events were unable to be accurately recorded. The driveline was connected on (B)(6) 2022 at 23:12:48. No external power alarms coincident with a loss of ac power were active on (B)(6) 2022 at 02:21:56 ¿ 02:22:00. The driveline was disconnected on (B)(6) 2022 at 02:23:44 and the controller shut down sequence was started; however, was not completed. The controller was reconnected to power on (B)(6) 2022 at 02:29:22 and the driveline was reconnected at 02:29:26. There were no other notable alarms active in the log file. Pump operation was not affected while the driveline was connected. The root cause of the reported event was conclusively determined to be caused by a loss of ac power to the home. The device history records were unable to be reviewed for the mpu (serial number: (B)(6)) due to the records being unavailable. The mpu was shipped to the customer on 19may2022. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mpu had a v-lock connector, the power cord did not come loose at the back of the unit nor the outlet, and the no external power alarms were caused by a loss of ac power to the home.